Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the socket in the rear panel was defective, resulting in the image being noisy. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center experienced blurred image. The issue was found during preparation for use in a diagnostic gastroscopy procedure. The procedure was completed using the same device. The patient was not under anesthesia. There was no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "noisy image" was caused by a failure of the cable connector. Olympus will continue to monitor field performance for this device.